Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) were not responding to commands. The cable was replaced, but without success. There were loose cables at the tip of the forceps. The procedure was completed with no reported injury.